Event description:
It was reported that a tear was noted on a cc4204bf collamer plate lens when it was removed from the vial, and the lens was not used. No pt contact.

Manufacturer narrative:
Eval: visual inspection of the returned product showed that a haptic was torn off and missing and there was a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found.